Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2020-06063. A review of the device history record has been completed. No deviations or non-conformances noted. The events of hematoma and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: hematoma, seroma-late, complication related to procedure/surgery.

Event description:
Patient reported "an infection of a rare bug thought to have come from a shower head, hematoma, and surgeries requiring skin grafts to the area". Later healthcare professional reported "spontaneous seroma" and "not infected". This record is for the left side. Device was explanted.